Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received reading of >500 mg/dl and 89 mg/dl within 10 minutes and on a separate occasion the customer received reading of 482 mg/dl and 92 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter serial number m4024-0138. A low battery condition was observed due to a defective analog pcba. Returned meter performed in accordance with manufacturer's instructions for use. Customer's complaint of erratic readings was not duplicated testing.